Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2013, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm. The physician implanted four gore excluder aaa endoprostheses to treat the rupture. After all devices had been implanted, an angiographic run reported revealed that the renal arteries had been partially covered (unintentionally) by the trunk-ipsilateral leg component ((B)(4)). The physician implanted two bare metal stents to preserve the patency of both renal arteries. According to report, the rupture was successfully treated, and the procedure was concluded without further complications. The patient tolerated the procedure. Several hours later, the patient expired. The physician did not attribute the patient's death to the gore device or procedure. According to the physician, the patient was not able to recover from hypotension resulting from the pre-existing rupture.